Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead had poor sensing and was failing to capture. A chest x-ray confirmed the atrial lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.